Event description:
A surgeon reports that one of the intraocular lens (iol) haptics detached when the iol was being dialed in place. The incision was enlarged to accomodate removal and replacement of the lens and a suture was required.